Manufacturer narrative:
The complaint sample was returned for evaluation and greatbatch medical (B)(4) confirmed the reported event, the welds of the two pins were broken which caused the pin to drop. The cause of the weld breakage was due to normal wear of the instrument. No further investigation is required. Complaint information provided by (B)(4). Event occurred in (B)(6).

Event description:
It was reported that during an unknown procedure a pin from the instrument dropped. No information was provided by the customer as to where the pin dropped. No adverse events were reported as a result of the malfunction.